Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. Additionally, it was reported that an occlusion alarm occurred; and that air bubbles were observed in the infusion set tubing. Customer change supplies to address the issue. Customer's blood glucose ranged from approximately 250mg/dl - 260 mg/dl.